Manufacturer narrative:
Height is (B)(6) centimeters and bmi is (B)(6). Date of event is unknown. Additional classification codes: hrs, jds. (B)(4). Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal and revision of the left proximal femur on (B)(6) 2017 due to infection. The original procedure was performed on an unknown date in 2012. Approximately (1-2) one to two months prior to the revision date, the patient was referred to the surgeon for treatment of an abscess of the left proximal femur. No information was provided on whether the patient had symptoms related to this event. It is unknown how the diagnosis of infection was detected. Removed hardware included: one plate and screws, all intact. Antibiotic cement was placed in the incision operative site, and a new provisional plate and screws was placed. Nothing untoward occurred during the procedure. The procedure was completed successfully with the patient in stable condition. No surgical delay reported. The patient will be scheduled for additional future staged procedures. This is report 5 of 12 for (B)(4).